Manufacturer narrative:
Evaluation: results: as received, the returned lead had a kink with all wires broken approximately 14.5cm from the stimulation end. As there was no breach of the outer tubing of the leads, the damage is consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06105. The pt had two leads (from the same lot). It was reported the pt was no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts. X-rays were taken and no anomalies were found. It was also reported the pt experienced difficulty recharging the ipg. As a result, one of the pt's leads was explanted and replaced along with the ipg.